Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer's blood glucose was 95 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent escape or up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.